Event description:
The customer reported shock equipment malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported a shock equipment malfunction. There was no patient involvement. The device was sent to the philips bench for evaluation. The issue was verified as multiple shock equipment malfunctions were noted in the device logs. The reported symptom however could not be reproduced. The therapy pca was replaced to address the reported symptom. The device passed all testing and was returned to the customer site for use. We are therefore unable to determine the cause of the malfunction. Per the errors in the log the therapy pca was replaced.